Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on after the pump was exposed to moisture. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple reboots on the event date. During testing, the pump was successfully powered on. A crack was observed along the pump battery compartment. The battery cap did not fully secure to the pump due to the cracked compartment and stripped threads on the cap; a test cap also did not fully secure to the pump. Evidence of contamination due to moisture was found on the underside of the returned battery cap. A leak test was performed and indicated a leak due to the battery compartment crack. The pump was exercised for 24 hours and no power loss or related alarms were observed. The pump case was removed and no additional evidence of moisture ingress was found.